Event description:
Patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results was 97 mg/dl and the lab result was 141 mg/dl. Tests were done within 5 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.